Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months post filter deployment, the patient presented with abdominal pain. Subsequent, computed tomography (CT) showed that an inferior vena cava filter was present. Two years later, computed tomography (CT) revealed that an inferior vena cava filter was noted. After two years and two months, x-ray of lumbar spine 7 views showed that an inferior vena cava filter was in place. Eventually three years and eleven months computed tomography (CT) showed that the hook of the bard g2 express retrievable inferior vena cava filter was at the l2-l3 interspace. The inferior vena cava filter was severely tilted laterally, and the hook was embedded in the inferior vena cava wall. All the struts of the inferior vena cava filter perforated the inferior vena cava up to 15 mm. A medial strut perforated the inferior vena cava by 15 mm and contacted the aortic wall. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated the inferior vena cava wall up to 15 mm. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.